Event description:
The reporter stated that during a spinal surgery procedure, the surgeon could not get the screws to bite on insertion into the implant. The screws were never in the pt. The surgeon attempted to use three screws. The surgery procedure was prolonged by about thirty to sixty minutes. The surgery was completed using a spare device that was available.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.